Manufacturer narrative:
H10: additional manufacturer narrative: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, the most likely cause is patient factors, including a history of carcinoid syndrome.

Event description:
Edwards received notification that this 46 year old patient with a valve model 7300tfx27 implanted in the tricuspid position underwent re-do surgery after an implant duration of two (2) years and three (3) months due to severe calcific degeneration leading to massive insufficiency. As reported, during open surgery the device was unable to be explanted due to the extensive calcification, hence decision was made to keep the stent in situ after cutting the leaflets. Another edwards valve model 3300tfx23 was implanted within the stent of the pre-existent device. During echocardiography it was noticed severe pulmonary and aortic regurgitation.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 46 years old patient with a valve model 7300tfx27 implanted in the tricuspid position underwent re do surgery after an implant duration of two (2) years and three (3) months due to severe calcification. As reported, during open surgery the device was unable to be explanted due to the extensive calcification, hence decision was made to keep the stent in situ after cutting the leaflets. Another edwards valve model 3300tfx23 was implanted within the stent of the pre existent device.